Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 12-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted in 2006. Consumer reported that she was implanted with essure in 2006 and was hospitalized with poly nephritis and high blood pressure two weeks later. Over the years she became sicker and sicker with all kinds of autoimmune and allergic type issues. After 6 years she had five surgeries which one was a full hysto. She currently has 33 diagnoses including three cancers all she believed stemming from inflammatory properties of essure. She has still been having radiation treatments at the moment. Company causality comment: this spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was hospitalized with poly nephritis (interpreted as pyelonephritis) and hypertension. Over the years she had allergic type issues (interpreted as hypersensitivity). At the time of report she had three cancers and other 33 diagnoses that she believed were caused by essure. After 6 years she had undergone 5 surgeries which one of them was full hysto (interpreted as total hysterectomy). Outcomes were not provided. The events of pyelonephritis, hypertension and cancers are unlisted while the hypersensitivity is listed. Although the temporal relationship is compatible, considering the localized action of essure in the fallopian tubes it is unlikely that essure could contribute to the development of pyelonephritis, hypertension and cancers. In contrast, in this case, the allergic issues were not specified. However, since essure insert consists of a nickel-titanium alloy, a contributory role of essure to the allergic issues cannot be excluded. This case is regarded as incident since a device removal was required (implied). No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow up 08-sep-2015: ptc investigation results were provided. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was hospitalized with poly nephritis (interpreted as pyelonephritis) and hypertension. Over the years she had allergic type issues (interpreted as hypersensitivity). At the time of report she had three cancers and other 33 diagnoses that she believed were caused by essure. After 6 years she had undergone 5 surgeries which one of them was full hysto (interpreted as total hysterectomy). Outcomes were not provided. The events of pyelonephritis, hypertension and cancers are unlisted while the hypersensitivity is listed. Although the temporal relationship is compatible, considering the localized action of essure in the fallopian tubes it is unlikely that essure could contribute to the development of pyelonephritis, hypertension and cancers. In contrast, in this case, the allergic issues were not specified. However, since essure insert consists of a nickel-titanium alloy, a contributory role of essure to the allergic issues cannot be excluded. This case is regarded as incident since a device removal was required (implied). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.